Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical/medical information has been forthcoming. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. No further clinical/medical investigation is warranted at the time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed because the patient presented a stress fracture of a size 12- 260mm echelon stem. Revision surgery was performed replacing the echelon stem with a size 13h sleeved (medium sleeve) stem & replacement ceramic head.